Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator bent during use was confirmed. The customer returned one dilator and a guide wire/advancer assembly. The customer also provided a photograph showing a dilator with a bend near the distal tip. Visual examination revealed that the dilator had a slight bend near the distal tip. Microscopic examination showed some deformation of the distal tip indicating that resistance was encountered. The dilator body length was measured at 5 1/2 inches. The outside diameter of the dilator body measured .01585 inches and the inside diameter measured .0256 inches. The dilator length and inside and outside body diameters were with specification. The tip dimensions could not be verified because of the damage. The instruction booklet instructs the user to enlarge the cutaneous puncture site with use of a scalpel before using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review found no evidence to indicate a manufacturing related cause. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) this report is for the first in a series of two consecutive issues with the dilator. The second event has been reported under MDR# 1 036844-2016-00127. Additionally, the clinician reported issues with the guide wire in these cases. Those issues have been reported under MDR#s 1036844-2016-00124 & 1036844-2016-00126.

Event description:
The physician complained that the dilator is too soft and kinks easily.